Event description:
The hcp reported that the pump is in "safe state" following MRI. The pt underwent MRI approx one month ago and did not have pump checked following the MRI. Logs were recently checked and it was noted that the pump has been in "safe state" since the MRI. The pump was reprogrammed for minimum dose and it appears to be working. The pump is programmed to deliver sufentanil 25 mcg/ml at an unknown dose. The pt had undergone MRI previously with pump motor stall and recovery approx 90 minutes later. No pt symptoms were reported. The hcp will continue to monitor the pt.